Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. On 09/19/2025, it was reported that the patient experienced inaccurate cgm values. The patient was wearing a dexcom g7 with beta bionic sensor. It began reading inaccurately low while glycemic was elevated overnight resulting in under delivery of insulin via pump and subsequent admission to the hospital with mild dka. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.